Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar guidewire was attempted to be used during a procedure to treat a non tortuous, non calcified lesion with chronic total occlusion in the proximal rca. No damage was noted to packaging. No issues removing the device from the packaging as per IFU. The device was not inspected. The device was not prepped as per IFU. The wire tip was not formed by the physician. The cougar was being used with a 1.5x10mm euphora balloon catheter. The guidewire was introduced into the artery. Later the balloon was introduced into the artery. There was no problem during insertion. The balloon was inflated once to nominal pressure. An image provided indicates that the euphora balloon caught on the guide wire and became severely deformed. It was reported that the damage to the euphora was due to the cougar wire. When it was time to remove the material from the patient's body, the balloon became entrapped on the wire and could not be removed, and the euphora became damaged. No patient injury reported.

Manufacturer narrative:
Product analysis summary: the guidewire was loaded in the device. It was not possible to remove the guidewire from the device. Severe bunching and deformation were evident to the inner member. The support wire appeared kinked however it was contained within the distal shaft. The exposed guidewire immediately proximal to the guidewire entry port appeared coiled. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the device is loaded on a guidewire. The device appears to be tied in a knot and bunched at the distal section of the device. Distal to the guidewire entry port, there appears to be bunching to the device. If information is provided in the future, a supplemental report will be issued.